Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, undersensing was observed. The pause episodes were due to loss of contact. No programming changes were suggested since the device was implanted five days before the event. The patient was stable.